Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a frayed grip cable at distal end. Correction to b5 summary : it was reported that during central processing, the wires of 8mm monopolar curved scissors (mcs) instrument was observed to be sticking out. There were no reports of patient involvement or patient injury. Correction to annex codes: annex c was updated to c0706; annex b was updated to b01; annex d was updated to d02.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.